Manufacturer narrative:
All buttons functioned properly however, found corroded keypad traces during visual inspection. The insulin pump received with normal operating currents. The insulin pump was monitored and no unexpected battery out limit alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The moisture damage was found on the electronics, motor, battery tube and vibrator assembly during visual inspection. The pump was received with partially broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump was exposed to moisture. He was out on his boat and put the pump in a bag which he then put in the ice chest as a precaution against the heat. After he removed the pump from the cooler the pump buttons had no response and there was apparent moisture behind the screen. The patient's blood glucose at the time of incident was 573 mg/dl, which he treated with manual insulin injections. Troubleshooting was initiated for pump exposure to moisture. No physical damage was noted on the pump; however, the customer was advised to discontinue use of the pump and revert to his medically prescribed back-up plan. The insulin pump was not returned for analysis and a replacement pump was shipped to the customer.